Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result read of "lo". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 150-170 mg/dl fasting. Verified the strips expire 09/30/2016. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fating. Review meter memory: lo (B)(6) 2015 06:29:00 pm fasting: yes; lo (B)(6) 2015 06:27:00 am fasting: yes; lo (B)(6) 2015 06/26/00 am fasting: yes; 158 mg/dl (B)(6) 2015 06/32/00 am fasting: yes; 157 mg/dl (B)(6) 2015 08:50:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 150-170mg/dl fasting. Verified the strips expire 09/30/2016. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: (B)(6). No adverse event reported.